Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6 ) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient took a fall in (B)(6) of 2019, landed completely on her back, ¿hit the battery¿, and she thought that the leads might have been affected. The patient added that the implantable neurostimulator (ins) worked 80% prior to the fall, but after the fall, ¿it was doing nothing for the nerve pain¿. The ins was no longer helping her with her sciatica and she ¿couldn¿t even walk around the block¿. An x-ray was ordered, and the patient stated that the results ¿came back fine and everything looked good, but they were still feeling nerve pain, even when they were taking oxycodone for a week. The patient tried increasing the stimulation, but she felt tingling in her left leg and groin area. When she increased the stim while standing, she did not feel the pain, but felt it when sitting. When the patient turned the stimulation off, she could still feel the pain. In the end, the patient was redirected to follow-up with a manufacturer representative (rep). There were no further complications reported or anticipated.